Event description:
This patient in 1978 had bilateral breast augmentation with silicone gel implants. Ten years ago she noted myalgias with any activity. She also experienced arthritic-like pains in herlower extremities. She developed extensive fatigue and eventually gave up her job becasue of the problem. For the past five years she has experienced short term memory loss.invalid data - regarding single use labeling of device. Patient medical status prior to event: satisfactory condition. There was not multiple patient involvement.invalid data - on device service/maintenance. No data - regarding date last serviced. Service provided by: invalid data. Invalid data - service records availability.invalid data - regarding whether event presents imminent hazard. Invalid data - whether device used as labeled/intended.device was evaluated after the event. Method of evaluation: visual examination, other. Results of evaluation: unanticipated, invalid data. Conclusion: invalid data. Certainty of device as cause of or contributor to event: invalid data. Corrective actions: device discarded. The device was destroyed/disposed of.